Event description:
Alleged overheating of recirculation pump motor resulted in fire. Hosp personnel unable to extinguish flames. The facility called fire dept to put fire out. Radiology dept was evacuated due to smoke. One person filed report of smoke inhalation.